Event description:
Wont power on when connected to pcu case rear-corrosion and iui-communication failure. There was no patient involvement. (B)(6) (B)(6) 2018 08:40:13 (B)(6) po for (B)(6)approved by (B)(6), 202-476-2043, (B)(6). Shipping & billing addresses confirmed. (B)(6) 2018 14:00:02 (B)(6) (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Wont power on when connected to pcu , issue in iui both side due to damaged iui no power, issue rear case, sear latch. There was no patient involvement. (B)(4).